Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 360 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be stretched. During investigation the soft cannula was measured to be out of specification. During fluid path testing, fluid was observed leaking from a tear in the exposed portion of the soft cannula due to the formed needle tip puncturing the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data contains no hazard alarms or timeouts that would indicate a damaged cannula. A root cause for the reported dislodged cannula could not be determined.